Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their implant has been turned off the time entire time they've has it with the exception of 2.5 weeks because it has never been very helpful. Patient states they tried to get it to provide them some relief for a couple weeks and it didn't work so they turned it off because there was no sense in shocking themselves for nothing. Caller stated that they would like to get the device working again but they are not able to connect with the icon. Caller stated that they think the ins is still functional due to it not being used. Agent offered to replace the icon to ensure issue is not external. Agent reviewed hcp will need to reprogram the device once they receive it. Caller stated that they currently don't have a hcp to manage the device. Agent sent the caller an email with physician listings. Agent sent request to repair to replace the icon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.